Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robot-assisted radical prostatectomy event description: additional information received 31may2024 via email from territory manager: the timing of the event was at the end of the procedure. Malfunctioning of the inzi bag: after opening of the bag, it detached from the metal part which made it impossible to close extracted the broken bag, used a new one additional information received (B)(6) 2024 via email from territory manager: 1. The tips were exposed inside the patient 2. The bag fall the support immediately upon the full deployment of the actuator intervention: extracted the broken bag, used a new one patient status: perfect, no complications.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robot-assisted radical prostatectomy. Event description: additional information received 31may2024 via email from territory manager: the timing of the event was at the end of the procedure. Malfunctioning of the inzi bag: after opening of the bag, it detached from the metal part which made it impossible to close extracted the broken bag, used a new one. Additional information received 14jun24 via email from territory manager: 1. The tips were exposed inside the patient. 2. The bag fall the support immediately upon the full deployment of the actuator. Intervention: extracted the broken bag, used a new one. Patient status: perfect, no complications.